Event description:
According to the emt, the team responded to a call because the patient was hyperglycemic. When the emt ran a blood test on the patient with the contour the reading was 15mg/dl. The patient's meter read 200mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. Strip information was not provided. The customer was asked to return the test strips for evaluation. New meter and strips were sent.